Event description:
It was reported that two days after implant this right ventricular (rv) lead exhibited high out of range pacing impedances measuring 2200 ohms. A lead safety switch (lss) was also declared which switched the pace/sense configuration from bipolar to unipolar. Additionally, the r waves were high and there was no capture. A chest x-ray was requested to check for dislodgment. It was noted the patient did experience phrenic nerve stimulation and is not therapy dependent. The sales representative suspects dislodgment therefore, a lead revision was performed. No additional adverse patient effects were reported.